Manufacturer narrative:
Additional information: complaint was received via medwatch. Related report number added. Investigation results: the complaint of needle retraction failure could not be confirmed from the two photographs that were provided for investigation. The photos showed the top web label with ref #382523 and lot #4025345. The device was not shown in the photos. Although the photographs do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. This lot was accepted and released without defects being noted during the final assembly or visual inspections.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract the following information was provided by the initial reporter: procedure: IV insertion. When trying to start the IV, the white button was pushed to retract the needle and the needle would not retract. The needle was disposed of in the sharps container. No known harm to patient.